Event description:
During a retrospective complaint review, devilbiss healthcare identified an oxygen concentrator with complaint of "alarms not functional." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit and found it producing oxygen to specification, however replaced the pc board due to the power loss alarm not operating to specification. Drive has a CAPA related to the power loss alarm issue.